Event description:
The operator of an advia 1800 instrument contacted the siemens customer care center (ccc) and stated that erratic chloride results were obtained. The operator discovered the issue when reviewing the anion gap calculations. Discordant results were reported to the physician(s). The operator then ran chloride quality controls (qc), which resulted out of range. Troubleshooting was performed and samples were repeated once qc was within range and some results required corrected reports. There are no reports of adverse health consequences due to the discordant chloride results.

Manufacturer narrative:
The customer contacted the siemens ccc. The customer informed the ccc specialist that they had cleaned the dilution bowl with deionized water, performed a buffer prime, and recalibrated, but qc resulted out of range. The ccc specialist instructed the customer to prime the system with warm deionized water, followed by a buffer prime. During follow-up with the customer, the customer stated that they were able to get qc in range and that qc had remained stable. The cause of the discordant chloride results is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.